Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced paralysis in his lower extremities after a permanent implant that took place on (B)(6) 2018. The entire system was explanted on (B)(6) 2018 and the patient was admitted into a rehab facility.